Manufacturer narrative:
The fragment (the radiopaque tip) was returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip showed that there was a deformation and there was a scratch inside. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from (B)(6) 2016 (delivery date), there was nothing abnormal detected. Omsc could not determine the cause of this event conclusively. However, based on the evaluation and the similar cases in the past, omsc presumed the following occurrence mechanism. The user took too tissue with the biopsy forceps and the cups of the biopsy forceps could not be closed eventually. The user forcibly withdrew it under the condition. And eventually, the radiopaque tip might be fallen because the cups come into contact with the radiopaque tip. The instruction manual of the subject device warns; *do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
During a transbronchial lung biopsy, the doctor inserted the guide sheath of the subject device into the patient and specified the tumor. The doctor sampled the tissue with the cytology brush and performed the biopsy a few times. After that, the doctor found that the radiopaque tip of the guide sheath was missing. The fragment could be found by the x-ray. The doctor retrieved the fragment with the suction device for an endoscope. No patient injury was reported.